Event description:
It was reported to philips that x-ray functionality was unavailable due to mpdu controller failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpd control unit and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).